Manufacturer narrative:
The insulin pumped passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No excessive no delivery alarm was noted. The pump was also received with the following cosmetic damage: a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery and despite changing the reservoir and infusion site the alarm has persisted since 6:30 in the morning. The patient's blood glucose at the time of incident was 429 mg/dl. Troubleshooting was initiated for the no delivery alarm, and while the customer was priming the pump the no delivery alarm reoccurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.